Event description:
Material#: 2420-0007, batch number#: 24026328. It was reported by customer that a defective primary set that disconnected when the nurse tried to connect to a syringe. Verbatim#: we received a defective primary set that disconnected when the nurse tried to connect to a syringe. Please see image below and let me know the appropriate actions for this escalation. The product is still on hand if it needs to be sent off for assessment. "One of the nurses went to go push medication through one of the ports, the whole port fell apart."

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional info.

Manufacturer narrative:
It was reported that the set separated. One sample model 2420-0007, lot 24026328 was returned for investigation. The set was examined for defects and abnormalities. The distal y-site was broken off. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the damage in the y-site (body) reported by the customer could not be replicated in the production process and no opportunities were found in the manufacturing of the model and affected subassembly. A device history record review for model 2420-0007 lot number 24026328 was performed. The search showed that a total of 86403 units in 1 lot number was built on 27feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.